Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) values of 40 mg/dl; cause was unknown. Customer consumed food and fruit chews to address low bg. Recommendation was made to discuss diabetes management with a health care professional. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.